Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the customer had experienced low blood glucose every couple of weeks since (B)(6) 2015. Customer stated that her blood glucose would be low but the sensor would read in the 90 mg/dl range. This happened multiple times during september and october. Customer reported that one time she had a low blood glucose event of 30 mg/dl. Customer stated that she treated herself and there was no hospitalization. Customer declined troubleshooting.